Manufacturer narrative:
The distributor in (B)(6) was able to examine the device although they were not able to obtain it for return to the manufacturer. They concluded the event was not due to the product itself but patient or method factors.

Event description:
A patient was treated for femoral neck fracture on (B)(6) 2017 with a plate and three cannulated screws. Post-op x-ray on (B)(6) 2017 showed the anticipated collapse with two screws telescoping. The third screw did not collapse and perforated the femoral head in the trajectory of the screw. The patient was revised on (B)(6) 2017 to replace the screw with a shorter one.